Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.